Event description:
Event: conversion 24 hour post operation. Event narrative: the patient's iliacs were reported to be narrow, calcific and tortuous. Access was achieved via a retroperitoneal conduit. During removal of the device the jacket guard became stuck in the graft limb and broke inside the patient. Since access was made with a retroperitoneal incision, the physician was able to make an incision in the common iliac and removed the balloon and jacket guard. Final angiogram demonstrated a type I endoleak that was not able to be resolved with ballooning. No other intervention was performed at the conclusion of the procedure. 24 hour post operation: the patient's right and left common iliacs occluded right at the bifurcation. The patient was converted to open surgical repair.